Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that his blood glucose level was around 109 mg/dl when he was getting ready for bed and had set the pump on the hotel dresser as he was getting undressed. He did not think and walked away, pulling the pump off the dresser. When it pulled on the infusion set, the tube pulled out. He had hooked tubes on things several times. It typically pulled hard on the patch and occasionally pulled the patch off his body but this time it pulled the tube out. Upon investigation of the returned used device, it was found that the tubing was detached from the tubing connector. No further information available.